Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump display had a bubble that made the screen hard to read when out in the sun. There was no adverse impact to customer's blood glucose. Reportedly, customer will continue to use current pump for insulin therapy.